Event description:
A hosp reported that a rt2c5 adult breathing circuit had an air leak at the water trap causing a drop in tidal volume to the pt. The amount lost was not huge but enough to warrant changing out the circuit. No pt consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher and paykel healthcare by a hosp in england. The product is not sold in the USA but it is similar to a product which is sold in the USA. The rt205 adult breathing circuit was pressure tested. Results - the circuit was not within the required specification pressure drop parameters. The leak originated from the water trap. Our records indicate that this is the only complaint of this nature received for the given lot number. Conclusions - the device was out of specification. We are aware of other similar complaints. The occurrence rate is approx 0.002% worldwide for the last year. We will continue to monitor all complaints for similar faults. No further investigation will be conducted on this complaint.